Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 29 mm sapien 3 valve in the aortic position. As the 29 mm sapien 3 valve and 29 mm commander delivery system was exiting the 16f esheath plus there was additional resistance. The valve and delivery system were getting stuck at the tip of the sheath but was able to be advanced. The sheath appeared visibly normal on fluoro. Procedure was continued. During deployment the 29 mm commander delivery system balloon appeared to inflate more on proximal end than distal end which appeared unusual. Valve placement was as intended and no issues with valve upon implant. Once sheath was removed the distal end of the sheath appeared to be missing. Tip not found. No injury at this time. Patient is stable and was discharged.

Manufacturer narrative:
Investigation is underway.